Event description:
The seam of the external breast prosthesis ruptured causing silicone to come in contact with the skin on pt's chest wall. Pt claims chest turned red as a result of a chemical burn. Pt was taken to the hosp for back surgery due to herniated lumbar disk. While preparing for surgery, dr noted pain, redness and swelling of the right arm of the pt and diagnosed bacterial cellulitis, allegedly caused by the breast prosthesis rupturing. The pt was given an antibiotic (ancef 2.0 grams intravenously every eight hours) and the bacterial cellulitis resolved.